Event description:
Emt's responded to a person, condition unk. The device was connected to the pt with disposable pacing/defibrillation/ECG electrodes for external pacing. According to the reporter, the device alarmed leads and would not pace the pt. Pt outcome is unk.